Event description:
On [date redacted] a patient was in a hill-rom (baxter) centrella bed with the bed exit system engaged. The patient got out of the bed triggering the exit alarm at the bedside and alerted staff through the nurse call system, however the patient fell out of the bed (no injuries) and in doing so was able to release the bed breaks on the wheels. The exit alarm at bedside was silenced and replaced with a "break not set alert" confusing staff when they entered the room. The exit alarm is a consistent alert, the break alert is not, but the bed exit was still alerting through the nurse call system leading to more confusion as to what exactly was happening in the room. Our immediate concern is that the critical bed exit alert was overridden by the break not set alert. Further testing was able to recreate the event: during our test we found the bed exit alert is not canceled by the break alert, only silenced at bedside until the break is reset. When that is completed, the exit alert resumes, but there is nothing telling staff of the exit alarm when the break alert is running. Manufacturer response for bed, ac-powered adjustable hospital, centrella¿ bed (per site reporter). Hill-rom/baxter is looking into the issue.